Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated intraocular pressure is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent hydrus microstent implantation on (B)(6) 2021. The surgeon reported elevated intraocular pressure in the post-operative period. No additional information has been provided.